Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 550 mg/dl with strong, fruity breath, rapid deep breathing, abdominal pain, extreme drowsiness, blurred vision, nausea, vomiting, chest pain, polyuria, and large ketones. The patient was take to (B)(6) hospital and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The bolus totals do not match (>5% different) and the basal delivery totals in tdd do not match, the variation is due to known cause of suspend, basal edit screen was accessed and prime menu was accessed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: on the date of the complaint, basal deliveries were suspended from (B)(6) 2016 at 20:25 to (B)(6) 2016 09:16. This would account for the basal history appearing to be less than the programmed basal delivery total for that day. Current tdd history matches basal/bolus history; basal history adds up correctly to the basal segment programmed by user. No eaw¿s in the alarm history indicating an interruption in delivery. Unable to duplicate complaint of inaccurate deliveries. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.